Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating that the implant date was incorrect and needed to be updated. Rep adds that this will not affect the patient's therapy. Once the implant date is updated by the tablet, the eri notification will resolve, and the updated eri status will show at the appropriate time. Additional information was received from the patient (pt) stating they were redirected to their healthcare provider (hcp), but the patient felt it was a glitch or an error problem with their controller, so they contacted their manufacturer representative (rep). Their rep had the patient meet with someone, and it was reported that the issue is resolved for now. Pt reports that they were told to consider requesting a new battery if this issue happens again. [See (B)(4) for related event]. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had an eri message appear. Agent reviewed information and redirected the pt to their managing doctor (hcp). Agent called pt back to verify the time and date prior to the message eri. Pt confirmed the time and date were both accurate prior to the eri message that appeared this morning. Agent assisted pt with updating the time and date to be correct after a memory problem had appeared in the original call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.